Manufacturer narrative:
H6 medical device problem code 2017 clarifier "excessive force" was added. Analysis was performed on the returned device. The reported mechanical jam with the foot could not be confirmed based on the returned device condition as the foot functioned as expected. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the pre-close technique was not used with the 8.5f size sheath. It should be noted that the proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was forcefully pulled during removal resulting in a guide separation and bending. It should be noted that the IFU, states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Although the device was removed with somewhat strong force, the device was successfully removed with no reported damage to the device or the vessel. Additionally, the absence of pre-close technique used does not appear to have contributed to the reported difficulties. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty retracting the foot and difficulty removing the device may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a venotomy closure of the right common femoral vein. The proglide device was pulled using somewhat strong force and removed. The suture was removed and manual compression was applied to achieve hemostasis. No resistance was noted during advancement of the proglide device into the anatomy. No tissue damage was noted and no device separation was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device in a 8.5f sheath hole after a diagnostic electrophysiology procedure. Reportedly, following plunger removal the foot was retracted. The proglide device was attempted to be removed; however, resistance was felt. After being tilted several times, the proglide device was pulled to be removed. Upon removal it was noted that the foot was not retracted completely. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.